Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedance on both leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Auto-reducing was reported to abbott. Replaced leads and ipg and the issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.